Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "no sounds from the unit". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "no sounds from the unit". The cause was determined to be an input/output (I/o) processor printed circuit board (pcb) and was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.